Manufacturer narrative:
The production device history record (DHR) for this iabp unit was reviewed and no non-conformances related to the reported event were noted. A getinge service territory manager (stm) was dispatched to evaluate this unit. The stm asked to the facility biomed if cardiosave to be plugged in to charge batteries. The stm arrived at site and observed cardiosave battery led status at full charge and both batteries fully charged. The stm was unable to reproduce the reported failure. The iabp passed all functional and safety tests per factory specifications and was returned to customer and cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) batteries are not holding a charge. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event was reported.